Event description:
New information was received indicating a cardiac perforation was observed; however, it was not visible via x-ray. The physician believed the patient experienced a cardiac perforation since phrenic nerve stimulation was observed during follow-up. The patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was loss of capture and decreased r-wave sensing amplitude with no allegation of undersensing or oversensing noted on the right ventricular (rv) lead. The patient experienced some extra cardiac stimulation. The rv lead repositioning was attempted but the helix was unable to retracted. The rv lead was finally explanted and replaced to resolve the event and the patient was in stable condition.